Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Ten retention samples from the same lot were evaluated, and volumetric verification testing performed, results were outside the specification. Marking lines were reduced from 0.4mm to 0.2mm, due to the possibility of alteration. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that 2 bd plastipak tuberculina allergia syringe 1ml slip without needle experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter: after vaccinating several people, it was noticed that the vial was presenting waste of doses. It was noticed, then, that the syringe keeps 0,3ml in its luer, wasting at least 1,5ml of vaccine (3 doses) in each vial.

Event description:
It was reported that 2 bd plastipak tuberculina allergia syringe 1ml slip without needle experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter: after vaccinating several people, it was noticed that the vial was presenting waste of doses. It was noticed, then, that the syringe keeps 0,3ml in its luer, wasting at least 1,5ml of vaccine (3 doses) in each vial.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.